Event description:
Facility reports an internal blood leak during the initial use of the dialyzer. Presumed to be a fiber leak, as blood was confirmed in the dialysate. The pt's extracorporeal blood was discarded, according to facility procedure and a new setup of dialyzer and bloodlines was primed. Ebl 230ml for the discard of circuit. The pt experienced no adverse effects due to the leak and no med intervention was indicated. The complaint sample has been disinfected and saved for evaluation. MDR filed on blood loss volume.